Event description:
It was reported that during an atrial fibrillation ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that when aspirating the sheath after pre mapping with an hd grid mapping catheter, air kept pulling back, which was seen across multiple syringes used. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.